Manufacturer narrative:
Concomitant medical devices: sedrl1 ipg, implanted (B)(6) 2014.

Event description:
It was reported that the patient was admitted to the hospital with syncope. It was further reported that the right ventricular (rv) lead had intermittent loss of capture and that occasional exit block was observed. Additionally, it was reported that the lead had unstable and high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.